Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they fell in (B)(6) 2017, which made their device lay on its side. It was indicated that they see their healthcare provider (hcp) periodically to ensure the device does not puncture the skin. There were no further complications reported as a result of this event.